Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a tfna nail extraction, the extraction instrument for tfna bonded with the proximal element (tfna lag screw) during extraction. The surgeon could not detach the lag screw post-operatively. The entire assembly was discarded. This report is for one (1) unknown lag screw this is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.